Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and verified the customer's complaint and replaced the power management pcb to complete the service. The fse performed full calibration, safety, and functionality checks to factory specifications. The iabp passed and was released back to the customer, cleared for clinical use.

Event description:
The customer reported that the batteries will not charge on the cardiosave intra-aortic balloon pump (iabp). This initially occurred in august but the issue was resolved by reseating the unit into the cart. The issue has returned and reseating the iabp unit into the cart did not correct the matter. The customer is requesting that the iabp be inspected and repaired.